Event description:
It was reported that a piece broke off the handle of the rod pusher. The broken piece was discarded by the hospital.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no nonconformances related to this complaint were found. The visual inspection revealed that the handle broke due to normal wear and tear over the years. The handle of the device has a piece broken off as the complaint states. The broken piece was not returned with the complaint. The rod pusher end exhibits many nicks, dings and dents associated with long term use. High temperature cycles during sterilization have an impact on the lifespan of these instruments and the handles may become brittle. The device was used for over 15 years with no known issues, therefore the complaint is invalid with respect to design.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).